Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent partial deployment, sub- acute thrombosis and chest pain occurred. The target lesion was located in the significantly calcified left anterior descending (lad) artery. The lesion was treated with placement of 3.00x24mm, 3.00x38mm and 3.50x12mm synergy ii drug-eluting stents which were post dilated. Three days later, the patient had sub-acute thrombosis in the lad which needed to be expanded in the mid lad. The following day, the patient experienced chest pain. Intravascular ultrasound (ivus) revealed that the stents were under deployed. The lad was lasered and a quantum balloon was introduced to dilate the stents. Ivus revealed the stents had appropriate apposition and expansion. No further patient complications were reported and the patient's status was fine.